Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 413 ¿ 500 mg/dl. Reportedly, the customer became unresponsive, and emergency medical services were called. The customer was hospitalized in the intensive care unit. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.